Event description:
It was reported that the programmer shut off and would not power back up. It was further reported that the display was intermittent if moved. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer shut off and would not boot up. This condition was due to the power supply being out of specification.